Event description:
Boston scientific received information that this patient experienced atrial oversensing with this pacemaker. This device has been removed for normal battery depletion and successfully placed with another. No adverse patient effects noted from the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the allegations from the field. The device electrically functions within specification. The device paced and sensed normally during testing.